Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, while performing pullback, air ingress was noted, causing parts of the image to disappear and making interpretation difficult. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported device entrapper air and image poor, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, while performing pullback, air ingress was noted, causing parts of the image to disappear and making interpretation difficult. The procedure was completed with another of the same device. No patient complications were reported.